Event description:
A malfunction on the pump was reported by the caller, which occurred both today and approximately two months ago. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to call back if any malfunction code reappears and acknowledged the instructions.